Event description:
It was reported that following implant of the atrial lead, the patient reported back pain. The patient was hospitalized for two additional days for monitoring. An echocardiogram found a perforation by the atrial lead. A rise in pacing threshold and intermittent loss of capture was noted. The patient was seen in clinic experiencing pacemaker syndrome. It was determined that a pericardial effusion was present. Pericardiocentesis was performed and the patient was reported to be doing well following. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.